Event description:
It was reported that there were twelve cassettes that were missing caps. The event occurred before use. No additional information is available at this time. This is report 2 of 12 associated with this lot number.

Manufacturer narrative:
(B)(4).during follow-up with the customer, it was identified that the devices did have caps when it was originally reported that the caps were missing. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure should additional information become available a follow up report will be submitted.